Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that a sales representative noticed the patient was scheduled for a full system removal. A few days later, the right atrial (ra) and right ventricular (rv) leads were explanted/replaced and the patient received intravenous antibiotics. The representative later stated via email that the physician suspected the patient experienced a perforation due to a rising right ventricular threshold trend. No additional adverse patient effects were reported.